Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) batteries were going dead while pump was plugged in and not in use. Batteries issues and is not charging . There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found slot 2 does not charge battery. Replaced power slot interface board and screw kit. Device passed all functional and safety tests according to factory specifications, returned unit to customer for clinical use is unknown. Patient involvement was not there, no harm, serious injury or adverse event was reported. The failure analysis and testing dept. Performed a visual inspection and found the part to have a bent pin. This would cause the battery to not seat and properly charge. Fat verified the board had physical damage but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined¿.